Manufacturer narrative:
(B)(4). The device was evaluated onsite by a philips field engineer who was unable to reproduce the reported issue as no trouble was found with the devices as they passed all testing. The clinical event was reviewed and aborted shocks were noted in the logs. The no shock delivered behavior is due patient impedance being out of range for the delivery of therapy. The device and events were reviewed with no trouble found. There were no repairs or replacements required for the issue and the device remains at the site in use. Philips was unable to confirm a malfunction as the event is consistent with the patient impedance being out of range for the delivery of therapy.

Event description:
The customer reported that the heartstart mrx failed to shock during a patient event. The involved patient died. The customer also reported that the device's behaviors did not impact the patient's outcome.